Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurement to 125 ohms. It was noted that there had been a gradual rise over the last year. Technical services discussed troubleshooting options with the health care professional. Additional information was received that the patient went into the clinic and the shock impedance alert limit was reprogrammed. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurement to 125 ohms. It was noted that there had been a gradual rise over the last year. Technical services discussed troubleshooting options with the health care professional. Additional information was received that the patient went into the clinic and the shock impedance alert limit was reprogrammed. The lead remains in service. No adverse patient effects were reported. Additional information was received that the patient reported hearing beep tones. Technical services (ts) noted due to an alert for shock impedance measurement greater than 125 ohms and discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurement to 125 ohms. It was noted that there had been a gradual rise over the last year. Technical services discussed troubleshooting options with the health care professional. Additional information was received that the patient went into the clinic and the shock impedance alert limit was reprogrammed. The lead remains in service. No adverse patient effects were reported. Additional information was received that the patient reported hearing beep tones. Technical services (ts) noted due to an alert for shock impedance measurement greater than 125 ohms and discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.